Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could not be duplicated. Filament calibration was performed without problem. It is suspected that reinitialization cleared the error. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 displayed a low ma error during a procedure. The error was cleared manually and the procedure continued. The error recurred and was cleared several times before the system was replaced with another unit. No attempt at reinitialization was made. There was no adverse patient involvement reported. There was no patient information reported.